Event description:
It was reported that the patient faced an issue with two infusion sets coming loose due to the tape not sticking while the patient was playing at school on (b)(6) 2026.

Manufacturer narrative:
Initial 2 of 2.E1: (b)(6). Name: Medtronic MinimedCountry: United States of AmericaStreet: 18000 Devonshire StreetCity: NorthridgeState: CaliforniaZip Code: 91325.Based on the available information, this event is deemed to be a Reportable Malfunction.Request was performed for additional information including lot number; however, lot number was not provided.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration NumberReporting Site: 8021545Manufacturing Site: 8021545.